Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3%. The device history record was reviewed and no manufacturing or testing issues were found. It was noted that the pump had not been returned to smiths for maintenance since 2014. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion of ketamine. It was noted that a rapid response was required for an altered level of consciousness and that the patient appeared to be in a mind altered/dissociated state for a couple of hours. The pump event log history was reviewed, however if did not offer any insight into the over infusion. No additional adverse patient effects were reported.